Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer sometimes uses supplies longer than 72 hours with the mobi pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.